Event description:
The customer originally reported that his olympus evis exera iii video system center¿s narrow band imaging (nbi) mode was not functioning properly. Then later reported that the unit was not showing any signs of power at all. This report is being submitted to capture the power failure reported by the customer. According to the initial reporter, this event was found during routine inspection and had no patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to inspect the subject device. While there, the fse confirmed that the nbi was not functioning properly. The fse cross-checked it with another known-good unit, and it was working fine, confirming the cv-190 was faulty. Also, while at the facility, the fse also confirmed the power failure report as well. The device has not been returned for any additional evaluation. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 7 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a failure of cp board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.